Event description:
It was reported that the patient underwent a left sided transforaminal lumbar interbody fusion at l4-5 and l5-s1 with rhbmp-2/acs, interbody devices, and autologous bone. Bmp was placed posteriorly. The surgery was performed to address chronic lower back pain. At an unknown time post-op, the patient experienced ectopic bone growth, which reportedly resulted in pain in the back and legs, and severe painful and unspecified debilitating complications. The patient has had 'serious medical issues' and required multiple surgeries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.